Event description:
Ams artificial urinary sphincter explanted due to device failure. Dates of use: #1 - (B)(6) 2010 - (B)(6) 2014; #2 - (B)(6) 2010 - (B)(6) 2014. Diagnosis or reason for use: #1 - urinary incontinence; #2 - urinary incontinence. Event abated after use stopped or dose reduced: #1 no; #2 no. Event reappeared after reintroduction: #1 yes; #2 yes.